Event description:
The facility reports, the pca removed the resident from the tub with the lift. The pca was drying the resident who was sitting on the bath chair. The attendant noticed the hydraulic pillar began to shift then fall (with the chair attached). The base of the lift became detached from the floor as the pillar, chair and resident began to fall. The attendant pushed the resident in the chair towards the wall and the resident was propped against the wall. It is also reported that the resident attempted to prevent himself from falling by bracing himself against the wall with his hands and feet. The safety belt tightened around the resident's abdomen; the resident slid forward against the wall, while still in the bath chair. The resident sustained an injury to his left ankle. One report states a fracture; the other reports a sprain. The resident did sustain a skin tear to the anterior aspect of his lower left leg. The resident was provided with a "pro-walker" boot for his left foot/ankle and dressings were applied to the broken skin area. The caregiver sustained "aggravation of previous non-work related injury."